Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2019 08:42:52, (B)(6). Per (B)(6): event details: the mj support call center received a complaint as below. Because of bad connection of the battery, replacement of the reported pump was requested. Physician¿s comments: none. No further detail given. Customer: (B)(6), purchase date: (B)(6) 2018, RMA requested returning por, ga16 is a disposables code. Please update to applicable code ca03, ba01, or ba10. Date of report: 07/02/2019 (dd/mm/yyyy) complaint taken by:(B)(6), email of employee taking complaint: (B)(6).

Manufacturer narrative:
Device passed the displacement test. Device received with pillowing keypad overlay. Device not received with original battery cap. Battery cap cracked or damaged unknown.